Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a gyn procedure, a large flash or arcing was noted during activation within the abdominal cavity. Upon inspection, tear or weakness in the insulation was noted and the device was replaced. There was a 3-5 min delay, no patient complications known.

Manufacturer narrative:
(B)(4). Date sent: 9/7/2018. Investigation summary: one 0100s device was received. There was also packaging for lot number 180822. Uncertain if this device was from that lot number. The device had split insulation. The device shows extreme evidence of rigid device contact with the distal end of the device. Evidenced by the insulation being shaved, peeled and split. Insulation damage is possibly from cannula contact during device removal. Multiple breeches in insulation all go from proximal toward distal in direction of damage which indicates damage occurring when device is being withdrawn. No signs of arcing. User damage unable to determine if the device had arced. A DHR review was performed, and there is no evidence of device defect or malfunctions.